Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per customer, the device will not be returned. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip had broken off the needle during a suture pass; the tip was not retrieved from the patient. This was a rotator cuff repair case; the tip was seen in an x-ray.